Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer reported that on (B)(6) 2011 at 7:30am, he obtained a reading of 78 mg/dl on his adc meter that was higher than he felt. At approx. 7:43 am, the customer administered his fixed dose of 40 units of lantus insulin and "then started getting dressed and passed out". The customer experienced a loss of consciousness, and his wife called paramedics. The customer reported that "he was passed out on the bed", and paramedics administered an "intravenous liquid", although he did not know what was in the IV. The customer was transported to a health care facility and diagnosed with hypoglycemia. It is unknown what additional treatment may have been provided at the health care facility. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution as well. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.